Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient died. The patient's representative stated they were "disappointed" with the whole implantable pulse generator (ipg) system after the patient died.